Event description:
Meter name: surestep enhanced. Strip name: surestep teststrips. Meter code: 11. Strip code: 11. Strip storage: unk. Symptoms: sweating, dry mouth, headache and weak. A pt reported they went to hospital because they were unsure if meter readings were ok. Their meter allegedly was inaccurately erratic and had a broken teststrip holder. The result on their meter was 490mg/dl, 491mg/dl, and 480mg/dl. No other blood glucose tests reported. No comparisons reported. Treatment was unk. No further info has been reported.